Event description:
It was reported that during testing conducted at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event of bias current error was duplicated and confirmed during service evaluation. The cause of the issue was determined to be a damage of the cable assembly. Potential causes for a bias current error condition include damage/malfunction to/of the flex assembly in the cable, failure of a hall effects sensor in the cable, and a short in the cable.

Event description:
It was reported that during testing conducted at the manufacturer facility, the core sumex drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Evaluation in progress.